Manufacturer narrative:
Block h6: problem code a050702 captures the reportable event of loop failure to cut. Block h10: the returned captivator was analyzed, and a visual evaluation noted that no damaged were found after carefully inspecting the device. In the functional evaluation, the device was connected to the 10 inch loop fixture and the loop extended and contracted without issues. A continuity test was performed, and the device passed since the device's electrical resistance was within specification. No other issues with the device were noted. The reported event of loop failure to cut was not was confirmed since the device cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. The product record review confirmed that this is not a new failure type and the risk is anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Device analysis found no issues with the device during visual and functional tests, and no issues were noted with the electrical device testing during the continuity test. Based on the information available and the analysis of the returned device, the code selected as the most probable complaint cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a captivator was used during a csp procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the snare failed to cut. The procedure was completed with another captivator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) captures the reportable event of loop failure to cut. The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator was used during a csp procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the snare failed to cut. The procedure was completed with another captivator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.